Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received alarmed and displayed error code 210.6021 for keyboard failure. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 210.6021. Technical support: 1. Replace door assembly due to faulty keypad. 2. Return to factory for repair. Biomed will replace display board. Closing case. A review of the device history record showed the device had a manufacture date of 05apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Replace door assembly due to faulty keypad. 2. Return to factory for repair. Biomed will replace display board. Closing case. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6021. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended to replace the door assembly due to a faulty keypad. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed.

Event description:
It was reported that the device received alarmed and displayed error code 210.6021 for keyboard failure. There was no patient involvement.